Manufacturer narrative:
Product analysis: analysis could not confirm the customer's comment as the analyzer passed all tests which includes all electrical aspects of atrial input, sensing, and calibration. The patient cable connector was also inspected with no anomalies noted. The analyzer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's analyzer was unable to get the atrial channel in view. There was no patient involvement.